Manufacturer narrative:
Per the patient's surgeon, the device was not available for analysis. It was also reported that the patient was reimplanted with another device on (B)(6) 2011. This report is filed (B)(4) 2013.

Manufacturer narrative:
(B)(4)

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss. Reimplantation is planned but has not taken place at the time of this report (B)(6), 2011.